Event description:
It was reported that during an endoscopic vein harvesting procedure, the screen of the scope seemed to be crystalized while the scope was inside the patient's leg. It appeared as if someone had put a veil in front of it. A replacement scope was used to complete the procedure. There was patient effects reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).